Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is over 500 mg/dl. Customer was transported to hospital via ambulance. Diagnosed diabetes ketoacidosis. Customer received no delivery alarms. Nothing further reported.